Event description:
It was reported to philips that the device is beeping / alarming. There was no patient involvement.

Manufacturer narrative:
The device was evaluated and found the batteries low on charge and high voltage capacitor malfunctioning. The batteries need charging and high voltage capacitor needs to replaced. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement and the batteries need charging. The high voltage capacitor was replaced and batteries charged. The device passed testing and was put back into service.